Event description:
It was reported that the pa wave form was dampened, patient had hemoptysis. It was further reported that the catheter was pulled back, and it was noted that the catheter was leaking, physician repositioned catheter. No other patient complications were reported. Model number unknown; however, customer stated that it was a swan-ganz catheter.

Manufacturer narrative:
Device not returned.